Manufacturer narrative:
Root cause follow-up: failure investigation on the returned blower assembly found bad motor phase windings generated the blower not to function. The blower was returned to the blower manufacturer and during testing of the blower assembly reveals that the hall sensors & motor windings are out of spec.

Event description:
The customer reported that the ventilator has no flow. The customer reported there was no patient involvement.

Event description:
The customer reported that the ventilator has no flow. The customer reported there was no patient involvement.